Event description:
This is filed to report a posterior leaflet tear requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapse and calcified annulus. One clip was implanted successfully, decreasing mr to grade 2. A second nt clip was attempted to be implanted, but mr was observed to increase during positioning. A posterior leaflet tear was suspected. The clip eventually was implanted. After some time the mr began rising again, so it was decided to implant an amplatzer vascular plug ii to treat the leak through the tear. The procedure was completed with mr grade 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to patient and procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.